Event description:
A hospital in (B)(6) reported that the head molding of two iw930 baby control cosycot infant warmer is cracked. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the head molding of two iw930 baby control cosycot infant warmer is cracked. No patient consequence was reported.

Manufacturer narrative:
-011106000715 -011106000716 . Serial number - lot: (correction) (B)(4). Device manufacturer date: (correction) lot 011106 - 11/06/2001. Method: the complaint devices have not been returned to the manufacturer. Two complaint devices, lot 011106, have been visually inspected by a trained fisher & paykel healthcare service engineer and photographs have been provided by our regional office in the USA. Results: device 1 - visual inspection of the warmer head revealed cracks on the dome portion of the heater head with crazing around the area. Device 2 - visual inspection of the warmer head did not identify cracks on the warmer head, however crazing of the surface was noted on the upper moulded housing of the warmer head. A lot check revealed one complaint of similar nature for this lot number. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint warmer heads have since been replaced with a new head casing and returned to the hospital facility.

Manufacturer narrative:
(B)(4). Serial number - lot: (B)(4) - 011109 and (B)(4) - 011109. Device manufacturer date: lot 011109 - 11/09/2001. We are currently attempting to retrieve the complaint devices. We will send a follow up report upon completion of our investigation.